Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: . 5076 implantable pacing lead (B)(6) 2009.

Event description:
It was reported that the right ventricular (rv) lead impedance had slowly increased over the past year. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.